Event description:
Patient reported infusion set tubing bending at a 90 degree angle causing the outer tubing to separate from the luer lock. Patient did not report any physiological effects as a result of this issue. Patient indicated that there was no medical treatment needed to address this issue.